Manufacturer narrative:
The unit was received with all operating currents within specifications and passed functional testing including unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, and displacement test. There was no cracked lcd window. The unit had a minor scratched lcd window, a scratched case, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
The customer called to report that the display was cracked. The customer's blood glucose reading was 530 mg/dl. The customer treated with the insulin pump and manual injections. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and to return their device back for analysis.